Event description:
It was reported that prior to starting a da vinci-assisted proctectomy surgical procedure, there was no video in the surgeon side console (ssc) left eye. Prior to calling in the customer power cycled twice and check all fiber connections and they all had blue led's, and each power cycle did not have any video in left eye. The tse had the customer check the blue fiber at the console and verify the console. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. No video in the surgeon side control (ssc) left high resolution stereo viewer (hrsv) eye was confirmed. The fse replaced the hrsv. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv. Hrsv was installed onto the test system, and it was observed that upon startup the video feed did not power on at all. The left side of ssc hrsv view was completely down. The system was tested and verified as ready for use. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.